Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(6). PMA/510(k) # - exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the distributor found the basket formation ngage nitinol stone extractor basket is not normal. There was no patient contact/involvement.

Manufacturer narrative:
H6 - conclusion codes: 4308, cause traced to transport/storage. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed. This included a review of complaint history, the device history record, drawings, instructions for use, manufacturing instructions, quality control data, and specifications. One unopened package labeled rpn nge017115-mb with label lot number 8394284 was received. A visual examination of the sealed package confirmed the basket assembly was no longer secured in the well of the extractor tray. The lid on the tray was snapped close and the basket assembly has slipped out between the lid and well of the tray. Based on the evidence presented by the sample, this event has been contributed to a packaging event. Visual examination noted that the basket formation appears misshapen. The device was removed from the shipping tray and the basket formation was observed to be flattened in appearance. A functional test determined the handle actuates the basket formation. A slight gap was noted when the basket was in the closed position. Once the handle was actuated to the open position, the basket formation opened fuller than what it had previously been when it was first taken out of the package. A review of the device history record found no non-conformances associated with the complaint device lot. A review of complaint history records revealed 1 additional complaint associated with lot number 8394284. The additional complaint was for a non-related issue and reported by the same customer. The instructions for use (IFU) includes the following information: caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. When received at the manufacturer, the sheath of the device had moved out of the proper channel of the device tray. The picture provided by the customer shows the sheath of the device properly in place in the tray, therefore the observed issue of the sheath not being secured in the tray occurred during return shipping and was not part of the complaint issue. The complaint device was found to have a basket that was misshapen. The basket was slightly flattened and did not close fully when actuated. The picture provided by the customer shows the basket of the device is not located in the center of the recessed area of the tray where the open basket should be located. It is located close to the edge of the tray. It is likely the basket contacted the side of the tray during shipping, causing the observed damage. The packaged device could have been subjected to unusual handling during transit. The investigation conclusion for this complaint is caused traced to transport/storage. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new information has been received since the previous report was submitted on 25jul2018.